Event description:
A medwatch user facility report #(B)(4) was received with problem description: maquet servo ventilator failed on patient. No tidal volume exhaled/no minute ventilation. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. The user facility reportedly checked the ventilator after the event. It passed pre-use check and was put back into service with no issues. No parts were replaced and no ventilator logs were provided. Since no ventilator logs were provided for investigation, the root cause of the event has not been determined.